Event description:
Hops personnel attended to a post operative kidney transplant pt in cardiac arrest. The defibrillator would not discharge when defibrillation attempts were made. Another defibrillator was immediately used and the pt was converted. The pt expired the following day due to multiple complications. The reporter indicated the device malfunctioned did not cause or contribute to the pt's death. The statement was based upon the lack of pt viability and the availability of another defibrillator during the code.